Event description:
Patient reported "capsular contracture" "seroma late" "nodules" "got red and warmer" "undulations" "folds of accommodation" "simple cyst" "itching in the nipple" "double capsule" and "psychologically affected due to facts" against a left side device. Also reported "malaise in [their] breasts" which was determined not to be device-related. Device has been explanted. Patient was treated with singulair (r).

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red biological tissue, creases and deformation. Device patch with lot (or catalog) number was not possible to see due to the quality of the photos. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: a.2., b.5., b.6., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade iii.

Event description:
Patient reported "capsular contracture" and "seroma late" against an unspecified side device. Device has been explanted.